Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was above 400 mg/dl at the time of incident. Customer reported that they treated with manuals and discontinued use of pump. Customer stated he was using automode at the time of event. Customer declined to troubleshooting stating that he was on manuals and was happy with this decision. Customer was unsure of cause of highs, thinks it may be scar tissue but is unsure. The devices will not be returned for analysis.